Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2024 recorded the increase in short intervals from 0 to >249 at the end of (B)(6) 2024. The analysis of the provided iegm episode no. 5 from march 27, 2024 revealed artifacts on the atrial channel, which led to oversensing. Based on the available data as well as the given information, it cannot be excluded that the observations resulted from the mentioned dislodgement. However, also the reported strongly tightened sleeve should be taken into consideration. Further examination of the patient would be necessary and in case the integrity of the lead cannot be assured, an analysis of the product itself would help to determine the root cause.

Event description:
10 days after implantation, the short intervals counter increased suddenly. On egm, we noticed a double counting. Atrial sensing decreased. During implantation, physician had strongly tightened the sleeve. Today, short intervals counter is equal to 0. Should additional information be received, this file will be updated.